Event description:
It was reported that a patient experienced a connection issue between the patient line and the transfer set. This occurred during fill one of peritoneal dialysis therapy. The patient reported that the patient line had not been properly connected to the transfer set and the connection became separated during therapy. The technical services representative reviewed proper procedures with the patient. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line was not properly connected to the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.